Event description:
The customer observed false nonreactive alinity I syphilis results for 38-year-old female patient. The patient reported being diagnosed with syphilis five years ago and was undergoing treatment. The initial alinity I syphilis test result for sid (B)(6) was 0.21 s/co, repeated 0.22 s/co (<1.00 s/co is nonreactive). Rpr (reactive pulse) and tppa (treponema pallidum) both generated positive results. Update: additional information added: other results provided: the wb test results showed negative for igg antibody, inconclusive for igm antibody, and a single clear tp47 band no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity I syphilis tp reagent lot number 72012be01. A review of tracking and trending data associated with the alinity I syphilis tp assay and lot 72012be01 identified an increase in complaint activity. However, testing was performed using an in-house retained reagent kit. All controls met specifications, and no false non-reactive results were obtained indicating that the lot was performing acceptably. Further the seroconversion panel (seracare syphilis pss901; 0615-0017) results were compared to architect syphilis tp test results provided by seracare and the complaint lot detected the same bleeds as reactive. Note: alinity I syphilis tp is equivalent to architect syphilis tp as they share the same bulk reagents. Return sample testing was completed using a retained reagent kit of an alternate reagent lot number as the complaint lot was not available for testing. The returned specimen sample (B)(6) were tested with the following results: alinity I syphilis tp: 0.17 s/co (non-reactive). Mikrogen recomline treponema igm: borderline (tp47; strong intensity). Mikrogen recomline treponema igg: negative (no reaction). Device history review did not identify issues associated with the customer¿s observation. The performance assessment of the alinity I syphilis tp 07p60-77 reagent lot 72012be01 determined an acceptable sensitivity. Throughout manufacturing the component release test data indicative for sensitivity revealed average product performance. Further the lot detected same first reactive bleed of a seroconversion panel as manufacture¿s data, indicating that the sensitivity performance of the complaint lot is not negatively impacted. Labeling was reviewed which adequately addresses the current issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I syphilis tp reagent lot number 72012be01.

Event description:
The customer observed false nonreactive alinity I syphilis results for 38-year-old female patient. The patient reported being diagnosed with syphilis five years ago and was undergoing treatment. The initial alinity I syphilis test result for sid (B)(6) was 0.21 s/co, repeated 0.22 s/co (<1.00 s/co is nonreactive). Rpr (reactive pulse) and tppa (treponema pallidum) both generated positive results. Update: additional information added: other results provided: the wb test results showed negative for igg antibody, inconclusive for igm antibody, and a single clear tp47 band no impact to patient management was reported.

Manufacturer narrative:
Corrected information in section d. The date was removed from field d9 'date returned to manufacturer'.

Manufacturer narrative:
Additional information added to section b5. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false nonreactive alinity I syphilis results for 38-year-old female patient. The patient reported being diagnosed with syphilis five years ago and was undergoing treatment. The initial alinity I syphilis test result for (B)(6) was 0.21 s/co, repeated 0.22 s/co (<1.00 s/co is nonreactive). Rpr (reactive pulse) and tppa (treponema pallidum) both generated positive results. Update: additional information added: other results provided: the wb test results showed negative for igg antibody, inconclusive for igm antibody, and a single clear tp47 band no impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false nonreactive alinity I syphilis results for 38-year-old female patient. The patient reported being diagnosed with syphilis five years ago and was undergoing treatment. The initial alinity I syphilis test result for sid (B)(6) was 0.21 s/co, repeated 0.22 s/co (<1.00 s/co is nonreactive). Rpr (reactive pulse) and tppa (treponema pallidum) both generated positive results. No impact to patient management was reported.